Event description:
The patient contacted animas on (B)(6) 2012, stating the up arrow button was intermittently unresponsive for a few months. The patient denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. A protective case was allegedly on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was intact. The up and ok buttons were intermittently unresponsive and the contrast and down buttons responded appropriately. There was evidence of keypad contamination found under the contrast and up and the ok key contacts and the ok and up arrow buttons were found to be inverted.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.